Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation blistered and the drained. The irritation was under the two front therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient was prescribed an ointment by a medical professional. Follow up indicated the irritation improved.